Event description:
It was reported the customer experienced a low blood glucose (bg) level, though specific value was not known. The customer consumed carbohydrates to address the bg. The customer's colleagues called an ambulance who checked the customer's blood glucose level, though she declined any other intervention by paramedics. The customer's blood glucose level was successfully resolved.